Event description:
The customer reported to olympus the image of the evis exera iii gastrointestinal videoscope was entirely blurry and further reported that a bubble was observed when the user looked through the lens. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation, it was observed that the image was blurry. After polishing the lens, the image was okay and passed the fog test. Upon further inspection, it was observed that there was a cut in switch 1. It was also observed that the angulation was low in all directions. It was observed that the control knob in the play movement did not meet standard. It was also observed that the distal end plastic cover had a dent. It was observed that the adhesive of the bending section cover was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use however, the details of that inspection are unknown. The procedure was completed with a similar device with no delays.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, blurring of the image was confirmed. It is likely that adhesion of dust (including adhesion of old lens cleaner that has not been completely removed), or the adhesion of minute water droplets to the dirt, may have temporarily caused fogging or looked like bubbles. Olympus will continue to monitor field performance for this device.